Manufacturer narrative:
The reported malfunction was observed and attributed to a broken insertion guide tab on the connector of the multi-function cable. The customer received a replacement multi-function cable to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient in her late 40's, the device was unable to connect via the multifunction cable to the electrode pads. The clinicians tried 3 sets of electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.